Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that during a patient's trial lead removal the trial lead was cut accidentally. Later, it was discovered the lead was still superficial and was pulled out of the patient.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.